Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "left coil problems". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle"), cyst ("cysts"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), metrorrhagia ("bleeding metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), dermatitis allergic ("allergy rash/skin condition"), urinary tract infection ("uti"), bladder disorder ("bladder problems"), alopecia ("hair loss"), tooth disorder ("dental probs"), migraine ("migraine,") and visual impairment ("vision probs") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, cyst, weight increased, abdominal pain, dyspareunia, metrorrhagia, psychological trauma, dermatitis allergic, urinary tract infection, bladder disorder, alopecia, tooth disorder, hormone level abnormal, migraine and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cyst, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, metrorrhagia, migraine, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: patient underwent essure confirmation test but result is unknown. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received : events added- abdominal pain, psychological trauma, dyspareunia, metrorrhagia, allergic rash, bladder problems, uti, hair loss, dental probslems, hormonal changes, migraine, vision problems, weight gain. Patient demographic added, essure insertion date updated , essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device issue "left coil problems". In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful menstrual cycle") and cyst ("cysts"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and cyst outcome was unknown. The reporter considered cyst, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.